Event description:
It was reported that the nurse felt and heard the drain pop when tension was applied to the drain while trying to remove it. The tubing came out and it was noted that the end was shorter than the other drain tube. The skin was felt around the insertion site and was unable to palpate the tubing. The physician was notified. It appears that approximately 4-1/8" of the distal end of the drain with perforations is still in pt with approximately 27" of the suction tube remaining in pt. The separation appears to have occurred at the perforations. The retained portion of the drain was removed 4 days post-op.

Manufacturer narrative:
The sample was returned for eval, finding the drain broken at the drainage eye hole of the perforated section of the tube. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond it's tensile capabilities. The drain tubing is received from an external supplier who certifies that the component has been manufactured and inspected according to bard specifications. A device history record review could not be performed as the lot number was not provided. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).